Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dot on the tubing of a small volume intermate. It is unknown whether the dot was on the inside or the outside of the tube. This was discovered before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured august 12, 2015 ¿ august 18, 2015. The device was received for evaluation. Visual inspection and microscopic inspection was performed and revealed the presence of a black spot, approximately 0.10 square mm in size, located on the exterior surface of the tubing. The black spot was not in the fluid path. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.